Event description:
New information received notes the right ventricular lead was capped for oversensing noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular (rv) lead presented with noise reversion. This was seen during interrogation through intracardiac electrograms (egms) and was noted on the rv lead. The lead was capped and replaced on 22 apr 2021. Post-procedure the patient was stable.